Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Simulated test use of the received o2 and air gas module has not reproduced the described customer issue. Evaluation of the received device log confirms the reported event with alarms for oxygen concentration high, also some oxygen concentration low alarms. The log files shows matching events as early as october 31. A pre-use check was confirmed to be successful prior and after to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).